Event description:
Medtronic received a report of a pipeline that failed to open and appeared deformed. It was reported that the surgeon utilized a synchro-14 guidewire to advance a navien intermediate catheter (rfx058-115-08, d011869) to the c4 posterior bend, and a marksman catheter to the distal m2 segment. After fully hydrating the ped-500-20 stent, it was delivered into the catheter and deployed at the m1 horizontal segment. However, during deployment of the flow diverter stent, the tip failed to open; despite multiple attempts by the surgeon involving pushing, pulling, and retrieving maneuvers, the tip could not be normally opened. Concerned that the patient's vasculature might have sustained injury due to these repeated attempts, the stent was subsequently withdrawn. It was observed that the tip of the stent had assumed a conical shape, and the tip of the catheter appeared deformed. To ensure the successful completion of the procedure, both the catheter and the stent were replaced. The procedure was subsequently concluded successfully, and the patient experienced no adverse reactions. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The p ipeline was not used for any indication that is not approved (off-label). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.